Event description:
It was reported that the patient has had no energy since the device was implanted and has been feeling dizziness and lightheadedness. The patient also stated that their "device was not working properly" and the physician is unable to "make device work properly". Follow up with the clinic determined that since the initial report the patient had received cardio-version treatment for atrial fibrillation and since then has been feeling much better and the symptoms have subsided. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.